Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the ICD system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the partial lead was returned to the manufacturer in segments and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were stretched. The inner insulation was torn, and the outer insulation had cosmetic depression. There was apparent explant damage. A visual analysis was performed only.